Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during the implant procedure, after the pocket was closed, the atrial lead impedance was >2500 ohms. There was no change with high rate pacing, threshold test and sensing test. After the lead was disconnected and recon- nected to the pulse generator, normal device function was observed, but the physician elected to replace the device.